Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the leg on (B)(6) 2026, which is off-label usage of the device. On the same day, it was reported that the patient fell out of bed and crashed into a glass shelf. He mentioned that shortly after going to bed, the dexcom app and omnipod 5 insulin pump (in modified closed loop) showed egv 75 mg/dl going down. No mention of symptoms or bg. The patient took carbohydrate. After eating, the egv was 71 with a fast downward arrow, so he took more carbohydrate. About 20 minutes later, the egv was 50 with an arrow going down. At that time, the finger stick was 86 mg/dl. About 20 to 40 minutes after, the finger-stick reading was 86 mg/dl, and the egv was 130 mg/dl with a fast upward arrow. The patient took insulin for 15 carbs. This was the time when he fell out of bed and crashed into the glass shelf; however, the patient did not specify the exact time when he fell out of bed. When asked if he felt any symptoms, he said he did not know what was happening and that he was completely out of it. His wife called emergency medical services (ems), and when they arrived, they checked his blood sugar with a finger stick, which the patient said showed below 40 mg/dl. The patient did not check his egv at the time ems checked his blood sugar. The patient was brought to the hospital at 1:15 a.m. And was discharged the same day at 7:30 a.m. The patient stated that he was not given any medication and that they only stitched one side of his face. Treatment and management of hypoglycemic shock was not documented. He reported feeling a little sore and that his eyes hurt slightly, but he said he was otherwise okay. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.